Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed the bearing was blocked and maintenance was due. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The batt-handpiece mod f/trs was returned for repair because the trigger jammed/hooked. This is report 1 of 1 for complaint #(B)(4).